Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-23149. It was reported the patient is not receiving adequate coverage. It was also reported the patient is receiving stimulation in unintended areas. Reprogramming was unable to resolve the issue. The patient also experienced overstimulation. Diagnostic testing did not reveal any anomalies. X-rays will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.